Manufacturer narrative:
This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4), bi-ventricular implantable cardioverter defibrillator (ICD), (B)(6) 2013; 5076, implantable pacing lead, (B)(6) 2007; 1258t, competitor implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead was connected to the device using the left ventricular port. The lead remains in use. No patient complications have been reported as a result of this event.